Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped using the aligners per their dentist because they have were informed they have periodontal disease and the aligners made their gums worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.